Event description:
It was reported that the pt's implantable neurostimulator was "moving around," and required "another revision." No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).